Manufacturer narrative:
(B)(4).

Event description:
It was reported that a receiver reinitialization occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
It was reported that a receiver reinitialization occurred. Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information h2 type of follow up: additional information.

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed all relevant testing. The receiver log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).